Manufacturer narrative:
The device is not available for investigation; however, a device history review should be performed.

Event description:
An event involving a microclave connector was reported. The nurse used an infusion connector to start intravenous (IV) access. During use, the connector was found to be blocked, preventing fluid infusion. After replacement, the infusion flowed smoothly. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history was reviewed, and no nonconformities were found that would have led to the reported complaint